Manufacturer narrative:
Submit date: 06/10/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer stated that during the removal of the catheter, the cuff came off and the catheter broke in half. The customer states that when the nephrologist attempted to remove the catheter (that was placed on (B)(6) 2011) he saw that the catheter started stretching and saw a tear. The md clamped the catheter and had to do a cut down on the ij to remove the catheter. A second cut down had to be done to remove the other half of the catheter. The customer also states that the cuff came off of the catheter during removal.